Event description:
Pt had ivc filter placed in 2004. In 2005, pt presented for retrieval of the filter. Imaging obtained prior to removal of filter revealed one of the upper struts of the recovery filter had broken off and located in the right heart. Incident verbally reported by dept of interventional radiology.